Manufacturer narrative:
Philips service reloaded the software, replaced the network switch, and ordered the sibbox. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the system froze during a procedure, and software restarts temporarily resolved the issue on an allura xper fd20. The clinical use of the system was unknown. There was no reported patient or user harm.